Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor would not infuse at all after filling. It was filled with 20ml of 5fu and 27ml of nacl 0.9%. There was no patient involvement. No additional information is available.